Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter device. The balloon was loosely folded with blood in the balloon and lumen. Microscopic and tactile inspection revealed a separation in the shaft, located at the distal end of the port weld/exit notch. The area of the separation was stretched and appears to have excessive tension applied to the location. The separated ends were jagged. Microscopic inspection revealed damage (stretched) to the area. Microscopic inspection found no irregularities or damage with the tip. Microscopic inspection found no irregularities or defects with the bond of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. Two non-bsc guidewires were advanced, the first into the lad and the second into the diagonal artery. A 3.5x18mm non-bsc drug eluting stent was then deployed in the lad at 16 atmospheres. The guidewires were switched and a 2.50mmx15mm emerge¿ balloon catheter was advanced across the strut of the previously deployed stent in the lad towards the diagonal artery. Another 3.00mmx20mm emerge¿ balloon catheter was advanced but failed to cross the lad. The physician thought the guidewires were intertwined and decided to remove both balloons in order to replace the guidewires. Upon the removal of the 2.50mmx15mm emerge¿ balloon catheter, the physician noticed an unusual sensation. After the balloon was completely removed, the physician realized that the 2.50mmx15mm emerge¿ balloon shaft was broken at the level of the hypotube, at the monorail transition zone, and the balloon part of the catheter remained stuck inside the patient. Another balloon was used at the distal point of the stent delivery system to trap the detached balloon material assembly into the sds. The devices were removed together and the procedure was completed starting from the beginning. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. Two non-bsc guidewires were advanced, the first into the lad and the second into the diagonal artery. A 3.5x18mm non-bsc drug eluting stent was then deployed in the lad at 16 atmospheres. The guidewires were switched and a 2.50mmx15mm emerge¿ balloon catheter was advanced across the strut of the previously deployed stent in the lad towards the diagonal artery. Another 3.00mmx20mm emerge¿ balloon catheter was advanced but failed to cross the lad. The physician thought the guidewires were intertwined and decided to remove both balloons in order to replace the guidewires. Upon the removal of the 2.50mmx15mm emerge¿ balloon catheter, the physician noticed an unusual sensation. After the balloon was completely removed, the physician realized that the 2.50mmx15mm emerge¿ balloon shaft was broken at the level of the hypotube, at the monorail transition zone, and the balloon part of the catheter remained stuck inside the patient. Another balloon was used at the distal point of the stent delivery system to trap the detached balloon material assembly into the sds. The devices were removed together and the procedure was completed starting from the beginning. No patient complications were reported.